Event description:
It was reported to boston scientific corporation that jagwire was used during an endoscopic retrograde cholangiopancreatography (ercp) and a plastic prosthesis placement procedure of a biliary stenosis performed on (B)(6) 2011. According to the complainant, the procedure was completed with this device; however the physician felt resistance when he began to remove the jagwire and noticed that a portion of the hydrophilic tip detached inside the pancreatic duct. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. Device (B)(4) relates to (B)(4) for the reported event of guidewire tip detachment. Two last names for the physician were reported, (B)(6) and (B)(6). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.